Event description:
The following was reported to hamilton medical ag: oxygen connector cannot be used. Nor further details have been received. No health consequences or impart. No information about patient involvement received.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
The root cause of the event was deemed to be a defective or damaged connector on the oxygen supply hose, which was connected to the ventilator. The oxygen supply hose was not manufactured or sold by hamilton medical. Accordingly, we respectfully submit that the report erroneously attributes the malfunction to hamilton medical equipment.